Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. (B)(4).

Event description:
A surgeon reported that ten years following a cataract extraction with intraocular lens (iol) implant procedure, the clouding of the iol was confirmed. The iol was exchanged in a secondary procedure.

Manufacturer narrative:
Product evaluation: the lens was returned inside a small specimen jar with a screw tight lid. Solution is dried on the lens. One haptic is broken in the gusset area. The broken haptic portion was not returned. The other haptic is torn, but still attached, in the gusset area. The haptic/optic junction of the broken haptic is broken on the posterior outside gusset edge and the inner gusset edge. Broken lens material was returned. The center of the optic has areas of yag damage, visible as dark starburst patterns inside the optic material. The optic is also scratched. The lens was cleaned using lphse to remove the dried solution for further assessment. The root cause cannot be determined for the complaint of "cloudy of iol". The lens does not appear cloudy after removal of the solution and after allowing the lens to acclimate to room temperature. The manufacturer internal reference number is: (B)(4).